Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)

Event description:
Adverse event(s): "incomplete treatment required additional procedure." (No code available). Product problem(s): "low laser power." (Device operates differently than expected). A nurse reported low laser power. When the unit was turned all the way up, there is not enough power. The nurse declined technical support requesting a service call instead. The surgeon was attempting to perform panretinal photocoagulation procedure and stated the laser power was too low. The power was turned all the way up and still not enough power was delivered. The nurse reported the surgeon was able to laser some of the areas of the retina; however, the pt will require an additional procedure to complete the treatment. There was no pt injury reported.